Manufacturer narrative:
The device has been requested by baxter quality mgmt for eval. The facility stated the device will be sent for eval but has not yet been rec'd. Should the pump be rec'd for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes available.

Event description:
Baxter product surveillance rec'd a facility medwatch from the FDA on october 30, 2007 with the event description that reads, "pt was transported to CT-radiology by transporter and rn. While in CT all three channels on IV pump failed. Pt was on vasopressors and unstable. Nurse/transporter had to "run" with bed/pt to get back to micu asap so pump could be changed. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)." Although requested, the risk mgr has no add'l info regarding the names, concentrations, and dosages of the medications infusing nor the current status of the pt.